Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip. Vascular access was obtained via the right femoral approach. The target lesion was located in the moderately tortuous and moderately calcified left internal iliac artery. A 10mmx20cm interlock was selected for use. During procedure, two 14mmx30cm and two 12mmx30cm coils were placed after the lesion was accessed. Subsequently, the 10mmx20cm coil was advanced and slightly extended from the micro catheter. The extended coil from the catheter could not be pulled in attempt to perform recoil and coil was judged to have been detached. Both coil and microcatheter were removed together from the patient's body. However, the distal end of the coil was noted to be slightly protruding from the microcatheter tip upon removal. A non-bsc microcatheter was used to access again the lesion and placed three 10mmx20cm, on 8mmx20cm and three 6mmx20cm, and completed the prcoedure. No complications reported and patient was good.